Event description:
During follow-up, an increased threshold was observed on the atrial channel. The lead was found to be dislodged. The lead was explanted and successfully replaced. The patient was in stable condition.